Event description:
The device was reported to philips it was not able to pass co2 testing. There was no patient involvement. The field service engineer evaluated the device and confirmed the co2 failing. The device experienced issues with the etco2 visualization with the etco2. There was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance management process. The investigator confirmed the device was operational after repairs were completed and the device remains at the customer site.